Event description:
Covidien germany received a report which alleged that the device did not provide an audio tone.

Manufacturer narrative:
Returning of the device for failure investigation has been requested.